Manufacturer narrative:
The subject device was returned to olympus for evaluation. The reported phenomenon was not reproduced so far. The subject device recorded an error meaning abnormal power supply voltage. Olympus will investigate the subject device to determine the cause of this phenomenon. Olympus also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the front panel of the subject device blinked and the subject device could not supply air to the patient 30 minute after the user facility started the procedure. The user facility turned off and on the subject device, but the phenomenon still occurred. The user facility completed the procedure with replacing the subject device to another one. There was no report of patient injury in this event.

Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the subject device. Omsc found that the phenomenon was eliminated after replacing the internal main circuit board of the subject device. Therefore omsc surmised that this circuit board had any abnormality. Omsc confirmed the error log of the subject device. This error code means that the output voltage of the regulator was out of the criterion. Omsc checked the occurrence trend about the similar phenomenon at the past, and could not find the rash trend. Based on the design specification of this device, the situation of occurrence and the investigation result, omsc surmised that the phenomenon occurred in the following mechanism. Any adventitious failure occurred in the main circuit board, so this failure caused the reduction of the output voltage of the regulator. The abnormality detecting circuit of the subject device detected this voltage reduction, repeated the reset action. By the continuous reset action, the front panel of the subject device blinked and the subject device could not supply the air. The uhi-3 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.